Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead helix would not extend during implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be extended/retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.